Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure (ercp). According to the complainant, during the procedure, the white sponge part of the cap got stuck in the scope. The physician could not get it out of the scope. The physician got another scope and used the cap that came with it to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure (ercp).according to the complainant, during the procedure, the white sponge part of the cap got stuck in the scope. The physician could not get it out of the scope. The physician got another scope and used the cap that came with it to complete the procedure.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.